Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The reported events of endophthalmitis, blebitis, and vision abnormalities and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a xen 45 gel stent was implanted in an unknown eye and roughly six months later the "patient presented emergently with rapidly decreasing vision and eye pain. Physician stated the patient appeared to have severe blebitis, possible endophthalmitis."

Manufacturer narrative:
Continued d.11. Concomitant therapies: multivitamins.

Event description:
Additional information received noting the device was implanted in the left eye. When the patient presented with the decreasing vision and eye pain they started with topical moxifloxicin and oral avelox for treatment, then a tap and inject with intravitreal antibiotics occured roughly a week later. The device was explanted on this date. The patient was cultured and it was determined to be a type of fungal infection. Three days following explant a pars plan vitrectomy with ac washout was done and more antibiotics were introduced intravitreal injection. Patient current status is unknown.